Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during femur cut stage of the navio procedure, the error "camera infrared lamp is not working properly. This may result in a limited field of view" popped on screen. The amber led also activated. The case was continued with the same machine and technique without any delay. No other complications were reported.

Manufacturer narrative:
H3, h6: the reported device (pn 200027 sn (B)(6), used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports, this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could not be determined. The reported error message indicates that the illuminator leds have gone bad. The illuminator leds on the camera can go bad over time with use and cause floating "dead zones" in the camera view. This problem is physical in nature in the camera only and it needs to be serviced. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H3, h6: the reported device, pn 200027, sn (B)(6), used in treatment, was returned for evaluation. A relationship between the device and the reported event was established. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification. A complaint history review found similar reports. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The device performed as intended; however, the complaint was confirmed, as the event log extracted from the camera found an illuminator fault error in the range of the complaint date. The most likely cause of this event is electrical component failure. No containment or corrective actions are recommended at this time. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.